Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter during use while the catheter was being introduced. This occurred on 11 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "mandrill transfixed the catheter during venipuncture. Additional information: the products were used on a patient undergoing the electroconvulsive therapy procedure under anesthesia and there was a mild adverse event, leading to patient discomfort and longer procedure execution time."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter during use while the catheter was being introduced. This occurred on 11 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "mandrill transfixed the catheter during venipuncture. Additional information: the products were used on a patient undergoing the electroconvulsive therapy procedure under anesthesia and there was a mild adverse event, leading to patient discomfort and longer procedure execution time."